Event description:
It is reported that the nail guide did not align correctly with the drill guides to accurately drive the guide wire into the femoral head.

Manufacturer narrative:
Eval summary: possible reasons for this incident include: a lag screw cannula might not have been used; according to the surgical technique, if the lag screw cannula was used, it must not be impacted, otherwise its tip may skive off the bone, preventing accurate targeting. A tech review of the targeting guide assembly with cm nail and mating instruments verified that targeting in each of the three lag screw holes could be achieved. There is too little info provided to determine a potential root cause of this incident. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.